Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as soon as the first stitch was performed, the thread dislodged. A new device was used to complete the case.